Event description:
Information was received indicating that when the cassette was used the pump exhibited a "no disposable" alarm and stopped infusing before administering the full dose. Per reporter cassette with and without clips tried.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information: the patients were treated with the chemotherapy drug 5 fluorouracil. No further information available.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that when the cassette was used the pump exhibited a "no disposable" alarm and stopped infusing before administering the full dose. Per reporter cassette with and without clips tried.